Event description:
Complainant alleged that the staff was attempting to pace a male patient (age unknown), using pacing electrodes with a pd1200 defibrillator, when the defibrillator displayed a "lead off" message." The staff then successfully paced using another pacing electrode. There was no adverse effect on the patient.